Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-11051. It was reported stimulation was not working. An impedance check revealed several invalid contacts. A review of the MFR's device record database revealed one of the pt's leads was explanted and replaced. Both leads are being reported as explanted because it is unk at this time which lead was removed.